Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on june 15th reported the actions taken to resolve the bladder urge was they saw the healthcare professional (hcp) on (B)(6) 2018. The patient noted they had seen a different hcp for bladder wash, which did not help. The patient noted they had tried pelvic floor dysfunction which helped some. The patient noted they had increased their interstim and redirected where it fired. The patient stated they saw the hcp several times and he changed their visicare to myrbetriq only. The patient noted their insurance would only pay for oxybutynin, so he put them on that. The patient stated he added viorgesic instead of stew jack. The patient noted they had started uroplasty which had helped some, and they no longer had the vaginal spasms, but they had a burning and still had a very strong urge to void all the time. The patient noted they could not remember all the dates they saw the hcp but they had seen him several times and saw a different hcp. The patient noted they were put on baclofen 20 mg/diagram 10 mg for the vaginal spasms, which helped. The patient noted the urgency had not resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a uroplasty nerve stimulation treatment done and after the treatment her bladder urge got worse instead of improving.